Event description:
Rv unipolar and bipolar lead impedance warning due to cnromc out or range impedance measurement. Device programmed air. Account notified. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).